Event description:
It was reported that during an unk procedure the patient was brought back with bleeding from the staple line. Adverse impact patient/user: yes.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure performed? What was the stapler used (product code)? Did the patient receive any preoperative chemotherapy or radiation? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. Additional information was requested and the following was obtained: an internal call was held with post market surveillance, customer quality, regional sales, design engineering and marketing. Surgeon has had an influx of oozing staple lines. Had to bring back one patient due to this issue. Working on handling this intraoperatively with proper handling of stapler. Surgeon requested sales rep to be at more cases. Surgeon brought back a patient due to a bleeding at staple line. Surgeon currently pulse firing and holding compression post fire. Does the surgeon perform more roux-en-y gastric bypass or sleeve procedures? More sleeves what color cartridges are used? Blue all the way. If the patient has a bmi of 50 and higher the staple line is reinforced with slr. Where is the bleeding? Bleeding proximal and more along the 4th and 5th firing up the sleeve in the cases where there was oozing, were the staples well formed? Surgeon has not pointed out any malformed or seen by rep. If there were any oozing surgeon will mitigate with a clip. Was the pre and postoperative anti-coagulant and pain management protocol changed? Unk.